Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that leakage occurs at connection site with 5 bd precisionglide¿ needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that there was a leaky needle syringe. Caller reported a leaky needle syringe. Customer informed cts that the needle/ syringe would leak in their twit off connection. Number of occurrences: about 5. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product lot #: unable to provide. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? No. Resolution: caller was able to successfully fill a cartridge. No further action required.